Event description:
Medtronic received a report that during patient use the pilot balloon deflated. The customer reported recannulation with a replacement tube was required and there was no patient harm.

Manufacturer narrative:
One sample of pediatric tracheostomy tube cuffed part number 4.0pdc was received for evaluation. Inflation/deflation testing verified the cuff deflated after few seconds. Visual inspection confirmed a cut in the blue cover of the pilot balloon which would have been detected immediately in the manufacturing process. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during patient use the tubes pilot balloon deflated. The customer reported that there was no patient harm. The customer reported that during patient use recannulation of a replacement tube was required.